Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11d10016 with no exceptions observed related to the reported condition. The complaint was not confirmed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis and a heart attack in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The consumer reported that due to the patient's history of liver transplant and being immune suppressed, it was her opinion that the patient was more prone to infection, which resulted in the peritonitis. During the same hospitalization, the patient experienced a heart attack. Treatment during hospitalization was not reported. The patient had recovered from the event of peritonitis. At the time of this report, the patient was recovering from the event of heart attack. On an unreported date, dianeal therapy was withdrawn. The reporter did not provide an opinion of causality. The nurse declined to provide additional information.